Event description:
Hill-rom received a report from the account stating the brake caster is not holding. The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the head brake caster not holding most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this bed in 006-2009 and 2011-2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.